Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the din rail fuse was replaced. The representative then returned to the site and replaced the inrush suppressor. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. There was no patient present when this issue was identified. No additional information was provided.